Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that the customer had a failed battery test alarm on their insulin pump. The mother stated the insulin pump required frequent battery changes. Customer's blood glucose was 71 mg/dl at the time of incident. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. It was found the customer had a battery alarm, motor error alarm, no delivery alarm and off no power alarm during troubleshooting. It was also found the customer had a high blood glucose of 493 mg/dl after a no delivery alarm occurred. Customer's mother declined to troubleshoot for the high. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with normal operating currents no unexpected failed battery alarm during testing noted. The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to prime alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.